Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend (vse) instrument to perform failure analysis. A review of the energy log shows that the vse instrument was installed once and passed homing. There were 11 cut complete and 41 seal events, and no errors. There were no logs, as an erbe generator was used with the vse instrument. The logs show 1 instance of ¿emergency stop (estop) button was pressed by a user on surgeon side console (ssc) #1¿ but it¿s not clear from logs why the estop button was pressed. There were no vse instrument related errors that are obvious from the logs.

Event description:
It was reported that during a da vinci-assisted right pulmonary lobectomy procedure, the superior pulmonary vein was inadvertently injured during mobilization, resulting in significant bleeding, and necessitating conversion to open surgery. The surgeon reported that during the vessel sealing sequence with the vessel sealer extend (vse) instrument, neither the expected continuous audible tone nor the three rapid tones indicating seal completion were heard. Additionally, the desired tissue effect was not observed, although it was noted there was no tissue that had been cut, that was not fully sealed. The injury was attributed to the thick end of the vse instrument. However, the jaws of the instrument did not come into contact with any metal objects, nor were they immersed in liquid prior to or during the sealing cycle. Following the conversion, the vse instrument was opened in emergency mode, at which point additional damage to the vein was observed. Approximately 1500 ml of bleeding occurred. Hemostasis was ultimately achieved by sealing the vessel, though the exact method used remains unknown. The procedure was completed, but postoperatively, the patient developed hemorrhagic shock and required a transfusion of 4 units of packed red blood cells. The patient has since recovered and been discharged from the hospital.